Event description:
This rv lead was implanted on (B)(6) 2009 and capped on (B)(6) 2017. In a trac ii occurence image received on september 22, 2017 it wa noted that the lead was capped and abandoned due to unknown product performance. The physician was (B)(6) no other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).